Manufacturer narrative:
The product was fully inspected and did not show any deviation. From the information reported, we can not evaluate the root cause of the incident. Potentially, the incident happened due to improper pin placement or due to insufficient pin pressure applied.

Event description:
The product was sent in by the distributor with the information "inspection required as this slipped on patient" on (B)(6) 2017. Afterwards, the distributor was contacted 2 times via email and via phone, but it was not possible to receive further information.